Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customer experienced an elevated blood glucose (BG) level of 517 mg/dL. Customer administered a correction injection to address the BG. The customer reverted to an alternate method of insulin therapy.